Event description:
It was reported the patient underwent an explant of their entire spinal cord stimulation system due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).